Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing fluctuations in blood glucose level while using the insulin pump and was hospitalized on an unknown date with an unknown blood glucose level. The customer also reported crack on the side of the battery compartment. It was unknown of the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. Device uploaded properly using carelink. No cracked battery tube threads or cracked case battery tube side noted. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).